Manufacturer narrative:
Follow up #1 04/24/2017 device evaluation: in q1 2017 there were 15 additional instances of cartridge compartment failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #3 30-jan-2018 device evaluation: in q4 2017, there was 1 instance of cartridge compartment failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #5 date of submission: 10-jul-2019. Device analysis: in quarter 2 of 2019, there was 1 instance of cartridge compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow-up #4: date of submission 26-apr-2018 device evaluation: in q1 2018, there were 2 instances of cartridge compartment failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 127 allegations of a malfunction, 71 pumps were returned to animas and investigated. Of the investigated pumps, 65 were found to be malfunctioning due to a damaged cartridge compartment. During investigation for unrelated allegations, there were 11 additional cartridge compartment failures revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
This report summarizes <noe> 127</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge compartment issue. These reports were received from various sources. The patients associated with this allegation ranged from 1-74 years of age and between 32 and 330 pounds. Of the reported patients, 68 were male, 59 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #2 07/28/2017 device evaluation: in q2 2017, there were 2 instances of cartridge compartment failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.